Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 with reports of melena. Patient was placed on coumadin and a colonoscopy was performed on (B)(6) 2022. The results showed polyps and diverticulosis however no definite source of a bleed was found. The patient's international normalized ratio (inr) goal was decreased to 1.5-2.0 and octreotide was started. The patient was deemed stable enough to be discharged on (B)(6) 2022.